Event description:
It was reported that the patient experienced difficulty with the inflatable penile prosthesis (ipp) not working properly after the original implant. The ipp was explanted and replaced with a new ipp. No patient complications were reported.

Manufacturer narrative:
It was determined report 2124215-2022-27917 (bsc reference 15400799) is duplicate to this report. Any further updates will be provided in this report.

Event description:
It was reported that a patient underwent a surgical procedure for an inflatable penile prosthesis (ipp) due to the device not properly expanding. The physician believed that the issue was caused by the plug in the accessory kit at the pump had become loose. The ipp plug was explanted and a new plug was implanted. No patient complications were reported.